Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The o2 hose was found leaking and was replaced by our field service engineer. Replaced part was not returned to manufacturer for technical investigation. The cause of the reported failed pre-use check was a leaking o2 hose.